Manufacturer narrative:
Section d4, h4: additional information. Device evaluation: the evaluation of the returned portion of the driveline for pump, confirmed external driveline wire damage that could have contributed to the pump stop and low speed events observed in the submitted log file. While the report of a low flow alarm was confirmed through the analysis of the second submitted log file, a specific cause for the low flow alarm could not be conclusively determined. The report of a kink in the patient¿s driveline could not be confirmed, nor could a specific cause for the kink be conclusively determined. A distal end driveline replacement was performed on (B)(6)2019 and approximately 20 inches of the external portion of the driveline was returned for evaluation (figure 1). Electrical continuity testing of the returned portion of the driveline found all wires to be electrically intact. A tear in the outer silicone jacket was noted 4.25¿ from the metal connector (figure 2). The silicone jacket, bionate, and shielding were removed and examination of the underlying wires revealed a breach in the insulation of the green wire approximately 4.75¿ the metal connector (figure 3). The remaining wires appeared unremarkable. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation, confirming the compromised wire insulation of the green wire. The hipot test did not identify any other areas of compromised wire insulation that would have contributed to an electrical short. Although it could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Review of the submitted system controller log file confirmed that the patient experienced low speed events and pump stoppages while connected to the mobile power unit, which indicates an electrical short to ground resulting from the exposed conductor of one or both wires from the same phase contacting the braided shield. If the exposed conductors of the green wire contacted the braided shield while operating on a tethered power source (such as the mobile power unit), the resulting short to ground could have caused the pump stop and low speed events captured in the submitted log file. It was later reported that the patient had been inpatient since their driveline repair on (B)(6)2019. The patient had been on a grounded patient cable the entire time without issue. However, the patient had one brief low flow alarm around midnight on (B)(6)2019. Upon inspection, it was observed that the patient had a severe kink in their driveline at the site of the repair which was corrected. A second log file was submitted for review. The submitted system controller log file captured 1 low flow hazard alarm on (B)(6)2019 at 12:09 pm. This low flow hazard event occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook cautions the user not to twist, kink, or sharply bend the driveline. The heartmate ii patient handbook also contains important warnings related to pump stops. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. This document explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with multiple low speed advisories and pump off alarms observed on the system controller; however, the patient denies hearing alarms. Log file submitted captured pump stops and speed drops below the low speed limit (lsl) in which only appear to be occurring while the vad is connected to the mobile power unit (mpu). X-ray submitted of the distal end percutaneous lead (driveline) were unremarkable. On (B)(6) 2019, tech services performed a driveline repair in which the entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms. No additional information was provided.